Manufacturer narrative:
Approximate age of device - 2 years, 8 months. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient was admitted to the hospital on (B)(6) 2017 for bleeding from the percutaneous lead (driveline) site. The patient was treated for multiple driveline site infection. The treatment included debridement surgeries. The patient came to the emergency room with complaints of fever on (B)(6) 2017. After admission, the patient developed bleeding from the driveline site. The patient was stabilized by holding anticoagulants and with fluids and blood transfusion. The patient received a total of 2 units of packed red blood cells (prbcs) in 24 hours. The patient's complete blood count (cbc) was monitored. The bleeding resolved on (B)(6) 2017.

Manufacturer narrative:
Manufacturer's investigation conclusion: no product was returned for evaluation. A correlation between the device and the reported events could not conclusively be established through this evaluation. The patient remains ongoing on heartmate ii lvas, and no additional complaints have been reported at this time. Infections and bleeding are listed in the instructions for use as potential adverse events that may be associated with the use of heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.